Manufacturer narrative:
Investigation summary: the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 20-feb-2025. H3. Device eval by manufacturer- yes. Bd received 20 samples for investigation. A visual inspection was conducted on these samples for damage to the hub/collar, resulting in 4 of the 20 samples failing. Additionally, 16 of the 20 samples underwent a functional test for proper activation, and all activated properly with no issues observed. Meanwhile, 20 retained samples also underwent a functional test for proper activation and another functional test for defective product/component, with all retained samples passing these tests without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder the safety shield detached, was difficult to close over the IV needle, and some devices already had the safety shield detached in the packaging. This issue occurred with an unspecified number of devices. There was no report of adverse impact to patients or users.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needles with pre-attached holder the safety shield detached, was difficult to close over the IV needle, and some devices already had the safety shield detached in the packaging. This issue occurred with an unspecified number of devices. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 368650; lot/batch #: 4018489. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their safety shield engaged, and no issues were observed relating to defective locking mechanism or damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes defective locking mechanism and damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.